Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's system board was removed and returned. Evaluation of the system board showed contamination inside a broken connector and multiple connectors damaged. Without evaluation of the device, it is not possible to establish the cause of the damage to the board. No trend is associated with reports of this type.